Event description:
Reporter indicated that the patient had device replaced due to a "lead failure". Per the physician, no trauma or manipulation is suspected that may have contributed to the event. No x-rays were taken of the device prior to explant . Product was returned to manufacturer and underwent analysis. Upon analysis, it was found that the reported lead break was not confirmed. Note that a portion of the lead assembly including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. No obvious anomalies were noted in the returned portion of the lead. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a serious injury or death.